Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendix procedure, after loading the handle, the stapler was unable to fire and the handle was not squeezed. They started again with a new handle and a new reload. There was no patient injury.